Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of an unknown "secondary IV tubing" sets would not prime. It was further reported, during prime "medication did not go through". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.